Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite using the correct tandem charging cable and wall adapter, the pump did not begin charging after being plugged in for 30 minutes. A different wall adapter also did not resolve the issue, and the caller did not have another charging cable available. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping, advising the customer to use mdi (pens) if the pump battery depletes before receiving the replacement supplies.